Event description:
This event was created based on the information contained in a journal article, because it identified adverse event included a guidant/boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) devices and electrodes. A study was done of approximately 81 patients ages 8 years of age to 18 years of age. There were 2 patients in the study that experiences inappropriate shock due to oversensing noise, and lead tip wound erosion. The lead was explanted. Attempts to obtain additional information regarding the model/serial of these devices, and the outcome for those patients have been unsuccessful.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.